Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that robi foreceps made sparks - with covidien brand bipolar generator - setting to 30 with foot pedal. Action: change of the insert for the procedure. The insert was immediately insulated with a marker wire. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: as the affected item was not sent in for technical examination, the exact cause of the damage cannot be conclusively determined. Based on the reported sparking during use and the information provided on the device settings (covidien hf generator, setting 30 with foot pedal), thermal overload of the distal plastic insert appears likely. This could have been caused by incorrect device settings, activation of the hf current for too long, or improper use. The instructions for use expressly point out the need to check the instruments before and after each use and to comply with technical limits. Failure to comply with these instructions may result in damage and malfunctions. The event is filed under internal karl storz complaint ID: (B)(4).